Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 2000018204.

Event description:
It was reported that the patient had a possible infection at the ipg pocket site which was discovered right after the patients pocket site was opened. The patient was prescribed with intravenous antibiotics. All device components were explanted and were not returned as they were discarded by the medical facility.